Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire. The adhesive on the bending section rubber was detached and had a crack. There were scratches noted throughout the device and the protector of the ultrasonic cable on the scope connector side had a crack. The paint on the air/water cylinder was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the ultrasonic gastrovideoscope had insufficient right angle. Inspection and testing of the returned device found that the nozzle was clogged with foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. There was no delay to the start of pre-cleaning. Water and air was flushed through the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Flushed air/water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no deformation at the foreign material residue point. The root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents - chapter 7 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.